Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a motor error. This alarm event pauses the delivery of the pump until the error is addressed. There was unknown patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
Device evaluation: no product returned for device analysis; a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Manufacturer narrative:
D9 - date returned to mfg: 8/28/2025. H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. During the functional testing, the reported issue was confirmed. The probable cause is the motor. The stepper motor and main board were replaced to correct the issue. The clutches, leadscrew, worm coupling, clutch cam were worn out and replaced all defective parts. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.